Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 1620, the pump was programmed to deliver 75mg of integrilin in 100ml at a rate of 15.3 ml/hr, and the delivery was started. At 1810, the rn entered the pt's room and noted that the pump was giving an unspecified alarm, and the infusion bottle was empty. The physician was notified, and the pt was monitored. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service, but it is unk if therapy was resumed. The pt was discharged in 04/2006. Though requested, no add'l info was provided.